Event description:
It was reported that the patient experienced a driveline power fault alarm in the morning between 06:45 am and 07:45am. The patient received a new primary controller, which was to have a low flow software adjustment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1: corrected. Section d4: corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline power fault alarm; however, a specific cause for the alarm could not be conclusively determined through this evaluation. The submitted controller event log file contained events on 16oct2024 from 07:43:49 ¿ 10:35:36, per the timestamps. A driveline power fault alarm was active throughout the entirety of the file. The onset of the alarm was not captured in the file, and a specific cause for the alarm could not be conclusively determined. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for modular cable, lot # 8830392 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook, are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." These sections also outline system controller alarms, including the driveline power fault alarm, as well as how to respond to each alarm condition. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power fault alarms, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controller and modular cable were exchanged, and the alarms resolved.